Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to confirm the fault ID because the pump shut down before they were able to contact technical support. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.